Event description:
It was reported that customer was hospitalized with low blood glucose levels. Unable to complete troubleshooting; customer and md were not willing to perform any tests. No further details provided.